Event description:
It was reported that this inflatable penile prosthesis was no longer inflating. During the revision procedure, fluid loss was confirmed in both cylinders. The device was explanted and replaced. No patient complications were reported.